Event description:
A user complained that a curlin administration set was leaking from the injection port. The failure mode was detected by the pharmacist during filling. There was no pt involvement.

Manufacturer narrative:
The administration set involved in the incident was returned to curlin in 2007. Quality engineering evaluated the device for leakage via visual examination and squeezing the reservoir bag for leakage. Eval concluded that the leakage was due to poor solvent bond at the injection port. A review of curlin complaint history indicates that the poor solvent bond is an isolated occurence.